Manufacturer narrative:
E1: facility name (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was alarming, and the screen read no disposable, clamp tubing. Per reporter, the alarm was silenced, reviewed pump settings (reservoir volume 13.4 ml, continuous rate 2.2 ml/hour, volume given 86.65 ml) and pump powered off. Tubing was clamped, cassette removed, massaged tubing and gently tap bottom of cassette on hard surface to release air bubbles. Cassette reattached, pump powered on, and alarm persisted. Troubleshooting steps were repeated but was unsuccessful. This event occurred at the patient's home. No patient harm/adverse event reported.

Manufacturer narrative:
H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.